Event description:
It was reported that the patient received a shock and went to the ER because the believed this shock to be different from these they had experienced previously. At the ER, they went into vf and the ICD did not deliver therapy. The patient has to be externally rescued. At explant, the physician noticed that the lad insulation was damaged and the ICD appeared to have an arc on the back.